Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced bent cannula, which led to elevated blood glucose levels on (B)(6) 2026. During the event, the patient's blood glucose level was 452mg/dl. No further information available.